Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the 7th or 8th firing on the cystic duct, the device closed and remained stuck. It had to be cut off the tissue. A new device was then pulled and used to complete the procedure. (B) (6).

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on her one touch ultra 2 meter. The patient mentioned that she tested on her meter on (B)(6) 2010 at 4:30 am and obtained a 120 mg/dl and less than 20 minutes later retested and obtained a 230 mg/dl. The patient ate more food/drink. The patient mentioned a couple of hours later, the patient began to excessively sweat. The patient did not seek any medical attention or self-treat due to the symptoms. While troubleshooting it was noted that the test strips were expired. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due to the inaccurate readings, a couple of hours later she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (6).

Manufacturer narrative:
(B)(4). Jaws unable to open, open after assisted. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, two unformed clips were fed due to the antibackup mechanism was non-functional. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During the next firing sequence a double feed incident occurred causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; malformed clips were released. It is possible that the feeding issue occurred as a result of the trigger not engaging the anti-backup ratchet prior to releasing; however, no conclusion could be reached as to what may have caused the found condition. A batch record review was performed and no anomalies were found during the manufacturing process.